Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6) hospital, (B)(6). The title of this report is ¿complications of temporary and definitive external fixation of pelvic ring injuries¿ which is associated with the stryker hoffman external fixation system. Within that publication, postoperative complications/ adverse events were reported which occurred from december 1993 to november 2002. It was not possible to ascertain specific device catalog or patient details from the study, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 94 complaints were initiated retrospectively for different adverse events mentioned in the study. This product inquiry addresses infection. 17 out of 22 cases.